Manufacturer narrative:
On (B)(6) 2019, the date of implantation was updated to the best estimated date per the suspect medical device's manufacturing date. The initially provided date of implantation was a date before the device was manufactured. On 1/10/2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with a 300cc mentor smooth round moderate profile saline breast prosthesis on the right breast, suffered breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6)2019: (right) 125cc mentor memorygel breast implant catalog: 3501251bc lot: 6937653 sn: (B)(4) and (left) 125cc mentor memorygel breast implant catalog: 3501251bc lot: 6937653 sn: (B)(4).